Event description:
It was reported during npwt utilizing a renasys go pump, the pump didn't generate any alarm when the dressing was not being compressed due to an air leakage.

Manufacturer narrative:
(B)(4).